Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency ablation procedure using a sphere 9 catheter in the right atrium at the cavotricuspid isthmus, ventricular fibrillation occurred during delivery of radiofrequency energy. One cardioversion shock was performed to re-establish sinus rhythm. Also, a temperature sensor fault was observed with catheter during device introduction, and the catheter was replaced which resolved the issue. The case was completed. No further patient complications have been reported as a result of this event.